Manufacturer narrative:
Device evaluation: product evaluation found lens returned dr in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found haptic piece missing, white and clear residue on lens, and the lens curved up. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.5/+4.0/54 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced lens rotation not associated with low vault. On (B)(6) 2016 the lens was repositioned and then exchanged with a longer lens. The problem was resolved. As of the date of MDR submission, the lens has not been returned.